Event description:
Upon closing the incision on a total lt knee arthroplasty, the staples were placed. The physician attempted to remove the drape from the surgical area. Difficulty was obtained and most of the drape was unable to be removed. Pt was transferred to floor with drape still attached.